Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the tube was not recognized on the nim vital. User tried it on the nim 3.0 and could not recognize it. User switched to another tube of same part number and it was recognized by the nim. Event occurred during set up of equipment for thyroidectomy surgery, there was less than 1 hour surgery delay. There was no patient injury.